Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that implant fractured at the collar of the implant and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A osseotite tapered certain implant 4 x 10mm (xifnt410) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and fracture at the collar. No pre-existing conditions were noted on the per. The reported device was located on tooth #46 and was used for approximately 8 years. DHR review was completed for the subject lot number (2014020978). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014020978) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.